Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (check modem) has been confirmed. Upon eval, the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector.

Event description:
A (B)(4) distributor returned monitor (B)(4) with a note stating the monitor displays "check modem" messages. Servicing of the unit revealed a reportable event.